Event description:
It was reported that this pacemaker and lead system was explanted due to a pocket infection. A non-boston scientific pacing system was implanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.